Manufacturer narrative:
Syncardia initiated a CAPA (corrective/preventive action) to address the hosp cart power cord issue. The root cause investigation is ongoing. Potential corrective actions will be evaluated when the root cause investigation has been completed. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The syncardia companion hosp cart is a large cart with wheels into which the syncardia companion 2 driver docks. It is intended for use in the hosp during the temporary total artificial heart (tak-t) implant procedure and subsequent recovery. The hosp cart can be plugged into external wall power to provide a redundant power source to the docked companion 2 driver. The customer reported that the power cord falls out very easily. The customer also reported that the hosp staff had to use tape to secure the power cord into the companion hosp cart. This alleged failure mode poses a low risk to a pt because it did not prevent a docked companion 2 driver from performing its life-sustaining functions. In addition, the companion 2 driver has redundant, alternate power sources of 2 external batteries and an internal, emergency battery.